Event description:
Pt went to see their md and a meter to lab comparison was done and both results were 17mmol/l. The following day, at 7:00am, pt tested (fasting) and obtained a 10.4mmol/l, so they took their usual dose of insulin (32u of mixtard 30). At 10:00am, they were feeling weak and started sweating, so they tested again and obtaind a reading of 3.3mmol/l. They contacted their md who advised to eat some sweets. They had some food and juice; however, they were still not feeling better. They were also having blurry vision, dizziness and heartache. They tested again at 12:00pm and obtained a 0.3mmol/l. They continued to eat more foods and then at 2:00pm, they felt their heart bumping and having heartaches. They tested again and obtained a 0.4mmol/l. They then contacted the paramedics who took them to the e.r. They were tested on an elite meter and the result was 28.8mmol/l. The difference between the reading at 2:00pm and the e.r. Reading was more than 30 minutes. Pt was sent home and was advised to take their 10u of insulin mixtard 30. After taking the insulin, they felt better and did not test again because neither nor the md trusted the meter. The test strips are not expired. Customer service rec'd pt's meter and did a control solution test using their own strips which passed. No info if subject test strip passed with control solution. Based on the info provided, this case is being reported an an adverse event since pt suffered a serious injury basing their treatment on the meter readings.